Event description:
Patient underwent pocket revision surgery to improve connectivity problem with the device being implanted too deep. Device was fully encapsulated with tissue and was damaged while trying to gain access to it to allow repositioning. The ipg was then replaced during the same procedure.